Event description:
The pt (B)(6) received her scs system including an ipg, paddle lead, and percutaneous leads on (B)(6)2007. It was reported that the pt was experiencing ineffective stimulation and abdominal overstimulation. The system was explanted on (B)(6)2008 and returned to ans for evaluation. No further information is available.

Manufacturer narrative:
Lead returned incomplete with large amount of dark coloration inside the lead body but no visible signs of broken wires. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.